Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review.. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy device.

Manufacturer narrative:
This complaint is considered unconfirmed. An evaluation of the pump was conducted at the (B)(6) on 05, december 2013; no anomalies or problems were found, the pump passed all functional tests and was found working within specifications(reference (B)(4)). A complaint history review has not identified additional complaints against this device lot number kgub120379. Since the npwt involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. It is very likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage typically partial blockages are caused by clotting at the head of the soft port or buildup of blood clots/exudate inside the wound filler (foam or gauze) and/or the soft port fluid handling pathway. In order for the blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded, if a ¿partial¿ blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. In response to failure to alarm complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
No alarm sounding to alert that there was a significant wound exudate leak and large gap in dressing.

Event description:
No alarm sounding to alert that there was a significant wound exudate leak and large gap in dressing.